Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead had no slack and did not have optimal sensing or pacing. The ra lead was removed and a replacement lead could not be positioned due to the patient's anatomy. The ra port was plugged instead. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.